Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2024-02650.

Event description:
Per the clinic, the patient experienced a recurrent infection at the abutment site and was treated with topical antibiotics (specific date and duration not reported). Subsequently, the abutment was replaced (specific date not reported).